Event description:
My CPAP from philips respironics was recalled. Their portal said that it would be replaced by the end of 2022, but I have not received any communication other than automated emails. No one has contacted me or tried to contact me. My multiple calls to them have been to people who have no idea what to do. I just want my machine replaced as they promised.